Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for investigation. The investigation confirmed that the cover of the screw broke and was missing. The coarse part was observed on the fracture surface, and the adhesive was discolored. Also there were scratches on the surface of the handle. The manufacturing history of the subject device was reviewed, with no irregularities that related to this phenomenon noted. This type of the probe damage is most likely related to the operator's technique. Based on the past similar cases, it is known that brittle fracture may occur when this part deteriorates from repetitive use and load is added to this part. The instruction manual of this device indicated below. Prior to closing the surgical incision, confirm that no part of this device, such as the probe, is missing or broken off. If a piece of the device is missing, check whether or not it has fallen into the patient. If the piece of the device is found in the patient body, remove it by appropriate technique.

Event description:
The subject device was used during a treatment of gastrointestinal perforation. The user confirmed that cover of the screw fixing the handle of this device was missing after the completion of this procedure. The user couldn't find the cover of the screw, and performed washing of the abdominal cavity for the patient. There was no patient injury reported.